Event description:
The facility rep reported a pump that does no alarm. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The pump has been requested, but has not yet been received in baxter for evaluation. A f/u report will be submitted should the device be received and an evaluation completed.